Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Plastic plunger piece left inside vagina [foreign body in reproductive tract]. Strings on your tampons break [device breakage]. Plastic plunger piece is getting left inside whenever you pull the other piece away [complication of device insertion]. Case narrative: consumer reported via e-mail that the tampon strings break and the plunger piece is left inside. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Plastic plunger piece left inside vagina [foreign body in reproductive tract] strings on your tampons break [device breakage] plastic plunger piece is getting left inside whenever you pull the other piece away [complication of device insertion] case narrative: consumer reported via e-mail that the tampon strings break and the plunger piece is left inside. No serious injury reported.